Event description:
It was reported that a patient's pump was randomly giving false motor error alerts. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.